Event description:
Customer reported the gastroscope had a film on the lens, and the water for cleaning the lens was ineffective at removing it. This made the scope screen blurry and very difficult to see. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged. Correction information: g6: follow up #1. H2: type of follow up. H3: device evaluated. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.